Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer programmed a 10 unit bolus before insulin ran out in the cartridge and then delivered 16 more units after going through a cartridge change. Customer was not sure if the 10 units were delivered before changing out the cartridge and now had approximately 26 units of insulin on board. During troubleshooting with tandem technical support, pump bolus history was reviewed and confirmed that the 10 unites were delivered. Customer's blood glucose level was within target range. Customer indicated that bg level would be monitored closely. Follow up with customer the next day indicated that customer's bg level remained within target range.